Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass an error message was displayed stating "h/s probe connection error" when the cuvette was connected to the probe. When the cuvette was pushed onto the probe harder, the error message disappeared. This event is associated with a voluntary safety alert distributed by terumo on (B)(6) 2015. The safety alert number is 1124841-12/08/2015-004-c. No known impact or consequence to patient. Product was not changed out. Surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted. Upon further investigation of the reported event, the following information is new and/or changed: g4 (date received by manufacturer); g7 (indication that this is a follow-up report); h2 (follow-up due to device evaluation); h3 (device evaluated by manufacturer); h6 (identification of evaluation codes 10, 34, 38, 3317, 213, 67). Method code #1: 10 - actual device evaluated. Method code #2: 34 - device-to-device interaction testing. Method code #3: 38 - visual inspection. Method code #4: 3317 - manufacturing review. Results code: 213 - no failure detected. Conclusions code: 67 - unable to confirm complaint. The sample was returned for evaluation. A review of the device history record revealed no manufacturing anomalies. The sample was microscopically inspected, and the magnet of the cuvette did not reveal any potential defect that would inhibit part functionality. The sample was found to have no difficulties connecting to the cdi 500 monitors, and the magnet strength was found to be within specifications. A definitive root cause could not be determined; therefore, this event is not confirmed. This event is associate with a voluntary safety alert submitted by terumo on december 8, 2015. The safety alert number is 1124841-12/08/2015-004-c. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on march 2, 2016. (Indication that the device has not been evaluated by manufacturer, but is anticipated). A second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.